Manufacturer narrative:
E1 initial reporter phone: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had alarmed and displayed a "lock cassette". The patient had been instructed to lock the cassette in place and restart the pump. However, the pump had then started alarming, removed and reattach cassette. Multiple attempts had been made to restart the pump, but the alarm had persisted. The patient had then been directed to power off the pump and contact the facility. The event occurred while in use with a patient, and there were unknown signs or symptoms experienced.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.